Manufacturer narrative:
(B)(4). Different batch # received than originally reported. The device was returned with a different batch # that originally reported. The distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, harmonic device blade was broken during usage on tissue. The surgeon spent time to grasp the broken blade to get it out of the abdomen. Increased the time of the procedure with the creation of stress on the surgeon as it was a difficult case. Another like device was used to complete the procedure. It is unknown if there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. Additional information requested and received: is it known the amount of extended surgery time needed to locate the broken blade? Did the extended surgery time have any impact on the patient? The time increased by 30-40 minutes as it was not easy to grasp the broken blade out from the surgical site. No impact (nothing reported post-op.)